Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that originally, the patient underwent an implantation with pfna-ii system due to femoral trochanteric fracture, on (B)(6) 2019. However, on (B)(6) 2019, the lesser trochanter fracture occurred. Furthermore, on (B)(6) 2019, the patient complained of pain and was confirmed that the pfna-ii blade was penetrated on the pelvis. Thus, an implant removal was performed on (B)(6) 2019 and all devices were extracted. No replacement was done because the patient was elderly and the bone quality was not good. It was unknown if there was a surgical delay. Patient outcome was unknown. This report captures a post-operative event that involved a lesser trochanter fracture while related complaints (B)(4) captures the intraoperative event during implantation on (B)(6) 2019 which involved a bone cracked and (B)(4) captures a post-operative event on (B)(6) 2019 that involved a protrusion of pfna-ii blade. This report is for one (1) unknown locking screw. This is report 3 of 3 for complaint (B)(4).